Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers anomaly and no frozen screen noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's up button was scrolling. Customer reported that the act button was unresponsive and she received a button error alarm. Customer did not list any specific events leading up to the error. Blood glucose level was 155 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.